Event description:
It was reported that this pacemaker and other manufacturer right ventricular (rv) lead was not capturing in bipolar, so the lead was reprogrammed to unipolar configuration. Testing in unipolar found some noise with isometrics. The patient was only 3 percent paced in the right ventricle, so they were considering keeping it in unipolar for the next few years likely until pacemaker needed replaced. The system remains in-service. No adverse patient effects were reported.